Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported by the consumer that they were recovering from an eye condition consisting of decreased vision, eye redness, pain, and photosensitivity. A reasonable and good faith effort was made to obtain contact lens details and medical information without results. Out of an abundance of caution this event is being reported based on the consumer's complaints of photosensitivity and eye pain, which could be indicative of an ulcer.